Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the charged coupled device of the gastrointestinal videoscope was immersed in liquid causing a blurry image. A definitive root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device evaluation found the charged coupled device of the gastrointestinal videoscope was immersed in liquid causing a blurry image. There were no reports of patient involvement.